Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with injection reflin (1g daily, route not reported) and injection fortum (1g daily, route not reported) for peritonitis. Action taken with dianeal therapy was not reported, and the event outcome is unknown. No additional information is available.this is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).